Event description:
It was reported by the customer that the pyxis medstation es system all drawers are failed and unit is not connecting to network a customer reported that user was able to remove the med from another station and there are no pro long delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station not communicating and is in critical override, no drawers detected on bus. A field service engineer has confirmed that assistance was provided to the customer in troubleshooting the issue remotely. The customer identified that the network cable was connected to the incorrect network port. After reconnecting the cable, the customer rebooted the system and verified that all drawers are functioning correctly, and the critical override status has been resolved. The system functioned as intended after field service engineer troubleshooting.